Event description:
While performing a vascular intervention on this patient, the angiojet equipment was defective. (Angiojet solent dista lot number 20368801). Although the equipment never entered the body, this caused a delay in the patient's procedure until the rep from the company was able to provide us with a replacement. The representatives from boston scientific were present during the case. Patient waited 45 minutes on the cath lab table for a new catheter to arrive. A new catheter arrived and the procedure continued with no further issues.